Event description:
Procedure: robotic assisted right upper lobectomy. According to the reporter: stapler was placed through trocar into patient. Stapler then opened without difficulty. It was articulated to the right, to its max. While lining up stapler, it became loose. Scrub nurse stated she heard a popping noise. Stapler was removed and assessed. A crack was noted at loading joint. Unable to remove reload from stapler. Stapler was removed from sterile field. Sales representative was called. Current patient status: okay. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).